Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. The device involved in the complaint has been returned yet by the customer for evaluation. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
"During procedure, particularly during coag, the machine would toggle to "rf leak" several times. The patient began to feel discomfort at this time." (B)(4).

Manufacturer narrative:
(B)(4). Investigation: x-inspect returned samples, initiated manufacturer's investigation, no sample returned, review DHR, inspect stock product. Analysis and findings: a review of the 2 yr complaint history reveals one similar issue. System arrived may 6, 2016. Complaint confirmed. In addition s & r found the following: coag light out, and does not activate with foot pedal at all. With hand piece cut and blend ok but on coag r/f goes on (leakage) then quickly goes to "pad loose". The pad was then shorted to simulate a pad on a person and the r/f leakage was no longer an issue, but the toggle between system ready and r/f on still present as described in the complaint. Some input from sustaining engineering's ee suggested the issue(s) may reside in the display board. One issue could be capacitor 21 may be faulty which would impact the footswitch. However, the failure of this capacitor would be total and not be intermittent as it was on this unit. Correction and/or corrective action: the customer received a new unit. This unit will be set aside for further evaluation by sustaining engineering's ee. This complaint will be entered into the coopersurgical continuous improvement plan (cip). Corrective action level 3, train personnel, none. X-reason: no applicable correction available to train to at this time. Complaints will be continuously monitored to determine if there is any new trend for this complaint condition. Was the complaint confirmed? Yes. Review and closure. X-recommended continuous improvement program (cip). Complaint closure letter required? Ncmr issued? #: CAPA required? #: other regulatory action needed: preventative action activity reviewed. Trend and monitor to cip.

Event description:
"During procedure, particularly during coag... The machine would toggle to"rf leak" several times. The patient began to feel discomfort at this time ." Ref. E-complaint (B)(4).